Event description:
It was reported that a patient experienced air in the patient line without an alarm while using the homechoice machine. This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing found during troubleshooting that could have caused or contributed to the reported air. The technical services representative assisted the patient with ending therapy. The patient stated that they would complete therapy with new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.